Event description:
On (B)(6), 2008, a monarc system was implanted to treat ¿symptomatic urinary incontinence.¿ plaintiff¿s attorney has alleged that plaintiff, ¿now experiences pain and frequent urinary tract infections, is unable to engage in activities that she engaged in prior to her surgery, and has trouble with daily activities.¿ it was also alleged that, ¿ as a result,¿ plaintiff has suffered the following¿ past and future physical pain and suffering; past and future emotional distress; loss of enjoyment of life and partial disability and loss of consortium.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.